Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, revision, bowel adhesions, mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, bowel adhesions, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, revision, bowel adhesions, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes, imf code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, defective mesh, chronic pain, bowel adhesions, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery, mesh removal, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, defective mesh, chronic pain, bowel adhesions, mental pain, disability, impairment, loss of enjoyment of life, fibroadipose tissue, distended proximal small bowel loops, small bowel obstruction, several midline incisional hernia defects, diastasis, mesh unincorporated and pulled away from l lateral side, bloody drainage, drainage of purulent serous fluid, sinus tract, scarred soft tissue, dense fibrous area, recurrent bulging, ileus, patient stated "life is miserable", lipoma, foreign body reaction, hematoma, fluid collection, non-healing wound, infection, inflammation, nausea, diarrhea, vomiting, and seroma. Post-operative patient treatment included CT scan, percutaneous drainage catheter, abdominal x-ray, pain medication, lysis of adhesions, wound treatment, antimicrobial dressing, use of abdominal binder, incision and drainage of non-healing abdominal wound with debridement and pulse irrigation, wound vac, egd with biopsies, IV fluids, antinausea medications, pain management, hospital admission, exploratory laparotomy, appendectomy, fluoroscopically guided needle placement in luq and percutaneous placement to luq fluid collection, limited luq ultrasound examination, french locking pigtail drain use, placement of gastrostomy tube, robotic-assisted abdominal wall reconstruction, r and l posterior rectus sheet release, closure of hernia defect, closure of multiple hernia defects, diagnostic laparoscopy, clear liquid diet, aggressive bowel regimen including suppository, ng tube, lipoma to abdominal wall palpated, serial x-rays, revision surgery, mesh removal, and hernia repair with new mesh.

Manufacturer narrative:
Ime e2402: "fibroadipose tissue, sinus tract, ileus, lipoma"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.